Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Further information has been requested.

Event description:
A customer reported that the ventilator was set to give the patient 450cc of volume and the expired minute volume was 23cc. The ventilator alarmed with low minute volume and low tidal volume. A patient was being ventilated on a v200 in assist control mode and then required manual bagging when the expired tidal volume was lower than expected. No patient harm was reported.

Manufacturer narrative:
Correction .

Manufacturer narrative:
The ventilator event log was reviewed and there were no hardware issues that would explain the clinical finding of low tidal volume. The ventilator was showing that it passed the extended safety test (est). The log did indicate that either the backup battery was disconnected, discharged or bad and this was communicated to the customer. The customer confirmed that the battery had been repaired. The customer also reported that the unit arrived back to them damaged from shipping and therefore they were not able to determine the cause of the reported incident. The technician performed thorough testing of this unit per the manufacturer¿s service manual, and found that the air flow sensor was disconnected and that the ventilator had cosmetic damage. Cosmetic parts damaged during shipment were replaced, and the air flow sensor was connected. The unit has been serviced. Cosmetic parts damaged during shipment were replaced, and the air flow sensor was connected. Further patient information was requested but not provided.